Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Gagging [retching] with the first brushing, two brushes became detached - oral-b [device breakage] case narrative: a mother via e-mail reported that she placed new oral-b toothbrush heads on her children's oral-b toothbrushes and with the first brushing, two oral-b toothbrush heads became detached, gagging her girls. No serious injury was reported. 17-oct-2023 follow up via weblink image: the suspect product was oral-b power oral care refills ultimate clean unknown brush set. No serious injury was reported.